Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the cause was determined to be an operator assembly issue during the manufacturing process. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a folfusor sv 2.5 ml/hr had a crack on the coil cap. This issue was observed before filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified a circular crack at the top area of the lavender coiled cap. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.